Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for pacing impedance greater than the programmed upper limit. The patient was brought in to the clinic for further evaluation. Initial interrogation showed an increased pacing lead impedance (pli), however when the pli was updated, the impedance decreased some. Provocative testing did not result in impedance changes. No further information is available.